Event description:
A malfunction was reported on the pump, with malfunction code 12 and fault ID 0x2071. There was no adverse impact to the customer's blood glucose level. The customer did not have the charging cable, so they planned to call back to perform a pump reset once the cable was available.